Event description:
Customer's convalescent nurse reported receiving blood glucose readings of 39 and 265 mg/dl within 10 minutes. Customer was provided a glucose shot upon receiving the reading of 39 mg/dl. From customer's account, it is unclear if the shot occurred prior to second reading. There was no report of death, serious injury associated with this event.